Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformance associated with the reported event were identified. Based on the information received, the cause of the reported sideport detachment remains unknown.

Event description:
There have been multiple sideport detachments reported by the customer. No additional information is available.